Event description:
The duett sealing device was deployed following an interventional procedure (via a 6f sheath in the right common femoral artery). Pt was on coumadin prior to procedure. It was noted that the pt had an involuntary switch to the right leg. A hematoma developed immediately after duett deployment (6-7cm in right groin), which was treated with compression. A femostop was applied, and removed after approx. One hour with the event resolved. It was also noted that the pt had developed a hematoma after a previous catheterization procedure. No further complications were reported, and the pt was discharged the following day.